Event description:
Customer reports receiving high readings from his freestyle meter, when his sugar was actually low. This morning customer received a reading of 204 mg/dl and took medication based on this reading. Customer experienced symptoms of blurry vision, sweating and trouble breathing. Customer reported receiving treatment of " pure surgar through an i.v. To revive."